Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis is unknown. The patient was treated with an unspecified antibiotic (dose, route, and frequency not reported) for the event. It was unknown if the patient was recovering from the peritonitis event. At the time of this report, antibiotic treatment and dianeal therapy were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.